Event description:
While wearing the external equipment, the pt reportedly experienced sound quality issues followed by no lock between external equipment and the implant. The pt was seen for device evaluation. Testing performed confirmed that the pt's device was no longer functioning. Surgery to explant the pt's c1 device has been scheduled.